Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed out the cartridge, but did not have additional supplies available. Reportedly, the customer experienced an elevated blood glucose (bg) level of 305 mg/dl, which was addressed by administering a manual injection. Reportedly, the customer received assistance from tandem technical support in placing the pump in storage mode while additional supplies were obtained.